Event description:
It was reported that one of the four pegs on the back side fractured off the pad while the surgeon attempted to push the pad into the trabecular meta modular tibial impactor using just thumb pressure.

Manufacturer narrative:
Evaluation summary: one of the four tabs are sheared off and a second showed cracks at the base. From the stated event and the observations of the received part, it is possible that the device was misaligned during the insertion step. However, with the information currently available, no definitive root cause can be assigned. Evaluation: review of the device history records did not find any deviations or anomalies. The returned device meets print specifications where measurable. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.